Event description:
It was reported that an articular surface would not assemble with the tibial tray during surgery. When implanting the insert, it did not fit in the tibia, and it created a posterior slot on the underside of the polyethylene. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product: psn asf cps 12mm ve r 6-9 ef, item# 42522600712, lot# 66691467. G2- spain. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.